Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Upon sensor pod removal, the patient alleged that the sensor wire detached from the sensor pod and remained in the skin. The patient developed a hematoma (bruising) at the insertion site. On (B)(6) 2024, the patient consulted a physician and had an MRI (magnetic resonance image) which showed evidence the sensor wire was retained under the skin. The healthcare provider (hcp) prescribed cephalexin one pill (unspecified dosage) per day for 8 days for the bruising. On (B)(6) 2024, the patient had the sensor wire surgically removed from the skin. At the time of the follow up report, the bruise and the surgical incision site had already healed, and the patient was doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.